Event description:
I just got a dexcom g7 and hooked it up last night. This app will not allow me to turn off "critical alerts" and also use the app. These "critical alerts" make an alarm kind of sound, and cannot be muted, regardless of notification settings. Were I to receive one of these "alerts", I need the phone not to make noise that everyone else can hear, especially due to my circumstances because I am often surrounded by others that would use this information against me, and this also violates my right to privacy as a person and as a consumer who has a fundamental right to health and privacy, not to mention functionality. This is same reason why talking glucometers need to have outlets for things like earbuds, especially if one is checking their levels in a public setting and needs to be able to use their hearing for everything, and also does not need everyone around them their own private and personal medical information. That sounds like a hippa violation. If the alerts need to let you know something is going on, then they should provide an option where the phone can vibrate or something else more discreet, that can be managed in the settings. I tried to complain about this to dexcom directly, but their menu was so ridiculous, and I know it wouldn't get the issue resolved. Furthermore, I am blind and need to be able to use my phone for other things, and the dexcom app constantly telling me to turn on these alerts, which are not at all discreet, interferes with me being able to use my device. Thank you for your time, it is much appreciated.